Event description:
The customer reported to siemens that an erroneously depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who did not question the result. The same sample was reprocessed on the original analyzer. The reprocessed result was higher than the erroneous result and matched the patient¿s history. The reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium (na) result obtained on a patient sample on an atellica ch 930 analyzer. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens remotely reviewed the analyzer data and checked the auto-check results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse cleaned the integrated multisensor technology (imt) system, drained, aligned the imt and dilution probe, and ran auto-check, qc, and ten lytes tests, all of which passed. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00236 on 12-sep-2025. Additional information (26-sep-2025): siemens reviewed the information provided by the customer, and the available instrument data files. Siemens' review of the instrument data indicated that the patient sample may have contained fibrin, clot, or particulate causing a fluid flow issue during the initial testing. Siemens evaluated the event and determined that a sample-specific issue potentially contributed to the erroneously depressed sodium (na) result. A product problem was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.